Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had a partially broken reservoir tube lip, broken battery tube threads, missing reservoir tube o-ring, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date. The customer¿s blood glucose level was over 300 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with intravenous during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea and headache. Customer was unable to complete carelink upload. Customer was alleging pump was under delivering. Customer also stated that the reservoir compartment was damaged but was able to lock in place when inserted in the insulin pump. The insulin pump will not be returned for analysis.